Event description:
The customer reported that she received a battery out limit alarm that occurred during normal use of her insulin pump and the alarm could not be cleared. Her blood glucose was 183 mg/dl. The customer then received a button error alarm on (B)(6) 2014. Her blood glucose was 182 mg/dl. The customer did not recall any significant events leading up to the alarm. Shee was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with operating currents within specification. No battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, battery tube threads, reservoir tube window corner and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).